Manufacturer narrative:
The "machine used was a ktp laserscope, serial number (B)(4)".

Event description:
It was reported that while using the endostat 0.6mm 12ft fiber for an endostat procedure, the physician stated that she "didn't like the look or feel of the fiber and had trouble threading the fiber into the handpiece". The physician exchanged the handpiece and tested the fiber; the fiber started to flame". The flame was extinguished and the fiber detached from the machine. "The fiber did not reach the patient". The doctor choose to complete the case using a "straight shot to remove the granuloma". Patient outcome: there was no report of patient or user injury.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-0612-518: the glass tip appears burnt; the glass tip distal end exhibits devitrification; the outer cladding exhibits signs of slight melting approximately 4 mm from distal tip; the fiber was tested with hene laser fixture, aim beam is visible at the tip and the light spot created by the aim beam appears acceptable. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.